Event description:
It was reported that the implant helped tremendously with incontinence. However, the patient still had some issue with incontinence. The patient stated that it was ¿not too long after implant¿ when she had a couple of complete wetting episodes. Then the patient never had any more of those types and was good for a year besides a little bit of leakage. The patient noted that she had issues with retention now. These issues had been occurring for a while and she did not know the exact start date. The patient did not know she had a retention issue and she was scheduled to go back to get testing done and to do catheterization. The healthcare provider (hcp) would do the whole testing. The patient mentioned that on the day of the report she had to go to the bathroom a lot and she ¿went back and forth to the bathroom like crazy,¿ but she was not releasing a lot of urine. The patient was not sure if program 4 was the right one for her. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved (temporarily). Appointments (B)(6) 2014. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointments (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v847778, implanted: 2012-(B)(6), product type lead. Product ID neu_unknown_prog, ,product type programmer, physician. (B)(4).